Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon dropping the adc device, it shattered into pieces and therefore could not use the device to monitor to glucose. The customer experienced a loss of consciousness and received treatment of glucose candies from third-party. There was no report of death or permanent injury associated with this event.